Event description:
It was reported that the case of a device was falling apart, the button was unresponsive and required multiple presses. There was no reported impact to the customer¿s blood glucose level. The customer, currently out of warranty, is in the process of obtaining a new device and no further action is required as they declined follow-up.